Event description:
Customer reports to have high and low blood glucose. Customer's blood glucose was 40 mg/dl which was treated with food. Customer states that insulin pump dropped on the ground, but no physical damage was caused to pump. During troubleshooting, it was found that drive support cap appears normal, patient was not admitted for medical treatment, patient was disconnected during rewind / prime sequence, and no air found in tubing. Customer states she visited her healthcare professional and was advised that she is programming properly and that her highs will come down. Customer discontinued troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).